Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicty per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours on the hip/buttocks. The patient called the doctor and was diagnosed with an infection. The patient was treated with cephalexin 5 ml to take every 12 hours for 7 days.

Manufacturer narrative:
The pod was received with cannula deployed. No damages were found on fluid path components and bottom housing that would cause infection at the pod infusion site. The exact cause of the reported infection could not be determined. The pod was returned with the adhesive pad on the bottom housing. No damages or defects were found on the adhesive pad, bottom housing and the fluid path components that would contribute to the skin irritation at the pod infusion site. A root cause for the reported skin irritation could not be determined.